Manufacturer narrative:
Product ID neu_unknown_ext, serial# unknown, implanted: 2008 (B)(6); product type extension product ID neu_unknown_ext, serial# unknown, implanted: 2008 (B)(6); product type extension product ID neu_unknown_lead, lot# unknown, implanted: 2008 (B)(6); product type lead product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
A consumer reported, they saw an elective replacement indicator (eri) when checking the implantable neurostimulator (ins). The patient had checked the ins the night prior to this report and saw the eri message. During troubleshooting, the ins was checked and the ins showed on and okay with no eri message. The patient had fallen on 2015 (B)(6) and hit their head were the lead was. The patient also had some shaking the day prior to this report. An appointment with the patient's health care provider (hcp) was scheduled for 2015 (B)(6). The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that the patient occasionally had falls and was not always careful at home. He denied any new dizziness, stroke-like symptoms, and major tremor. No major resting tremor was noted at the patient's visit on (B)(6) 2015. He had seen much improvement since his most recent replacement. In order to resolve the return of shaking as well as the elective replacement indicator (eri) message the left side was increased from 2.7 to 2.9 and the right side was increased from 3.5 to 3.7. The battery was also checked and the voltage was 2.99. The impedances were within normal limits. The patient had improvement with stiffness after the increase in amplitude. The patient's medical history included parkinson's disease, lumbar spinal stenosis, hypertension, osteoarthritis, kidney stones, and b12 deficiency. He started having severe tremor and rigidity back in 1987. He saw several neurologists and was placed on sinemet, which he was still currently on, and other parkinson's medications for a few years prior to his first implant. He did have improvement with sinemet.